Event description:
The death is conservatively reported on the aic due to the inability to conclusively dissociate the product from the patient outcome. An impella cp and automated impella controller (aic) were inserted and utilized for the 65 year old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. While on the pump the patient was also supported by extracorporeal membrane oxygenation (ECMO). The underlying medical history was not shared. The aic was prepped for the patient use and the team had observed an error/alarm for sensor failure. The team followed IFU recommendations and removed the aic and used a backup aic for the patient use. The aic will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however the exchange was performed with no consequence to the patient and support. The patient had survived and remains on the pump support, until decision was made on day 2 of the support to withdraw care. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage d.

Manufacturer narrative:
B5: added updated clinical review.

Manufacturer narrative:
A5. Ethnicity and a6. Race are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp and automated impella controller (aic) were inserted and utilized for the 65 year old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. While on the pump the patient was also supported by extracorporeal membrane oxygenation. The underlying medical history was not shared. The aic was prepped for the patient use and the team had observed an error/alarm for sensor failure. The team followed IFU recommendations and removed the aic and used a backup aic for the patient use. The aic will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange, however the exchange was performed with no consequence to the patient and support. The patient has survived and remains on the pump support.

Manufacturer narrative:
B1, b2, b5 (clinical narrative), h1, and h6 have been updated to report the patient death. The investigation is still ongoing.

Event description:
An impella cp and automated impella controller (aic) were inserted and utilized for the 65-year-old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. While on the pump the patient was also supported by extracorporeal membrane oxygenation (ECMO). The underlying medical history was not shared. The aic was prepped for the patient use and the team had observed an error/alarm for sensor failure. The team followed IFU recommendations and removed the aic and used a backup aic for the patient use. The aic will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support. The patient had survived and remains on the pump support, until decision was made on day 2 of the support to withdraw care. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage d.

Manufacturer narrative:
D4: corrected the catalog number, serial number, UDI, lot number. D9: added the devices return information h4: corrected the manufacturer date.